Event description:
It was reported that pre op the anesthesia provider inflated the cuff to test it prior to the patient coming into the operating room. The cuff would not deflate. There is no patient involvement.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. The wire harness was still wrapped in paper tape. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks or blockages were observed. The pilot balloon that is connected to the inflation tube inflated and deflated as intended and pressure was applied onto the cuff and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leaks) were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.